Event description:
A surgeon reported a lens was exchanged following intraocular lens (iol) implant surgery due to hyperopia. He stated the lens was exchanged for the same model, different power lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damaged was observed. Product history records were reviewed and all documents indicate the product met release criteria. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional info was requested on 01/23/2012, 01/24/2012 and 01/31/2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).